Event description:
On (B)(6) 2010, the patient reported that, while changing the insulin cartridge of her infusion device, she pulled out the cartridge. The plunger remained attached to her device piston rod which resulted in a few drops of insulin spilling into the cartridge chamber. The patient was assisted in successfully detaching the plunger from the piston rod. She was advised to use a soft cloth to dry out the cartridge chamber. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.